Manufacturer narrative:
Concomitant medical products: product ID 693558 lead, implanted: (B)(6) 2019, dtma1d1 ICD; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system was removed due to pocket erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the outer insulation was breached though out the lead. If information is provided in the future, a supplemental report will be issued.